Manufacturer narrative:
Examination was not possible, as the devices were not returned. Review of the devices history records was also not possible as the lot codes required for retrieval were unavailable. Although unavailable for evaluation, it would not be unreasonable to expect poly material wear after approximately 16 years of implantation. The investigation could not verify or identify any evidence of product contribution/error with regard to the reported event with the information available. Based on the investigation, the need for corrective action is not indicated.

Event description:
Patient was revised to address pain. Poly wear and osteolysis were also reported.